Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number - unknown, manufacture date - unknown.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Legal counsel reports patient allegations of metallosis, metal poisoning, elevated metal ion levels, lack of mobility, pain, swelling, inflammation, damage to surrounding bone and tissue, discomfort, soreness, dysfunction, loss of range of motion, and dislocations. Subsequently, patient was revised (B)(6) 2009. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. "

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Legal counsel reports patient allegations of metallosis, metal poisoning, elevated metal ion levels, lack of mobility, pain, swelling, inflammation, damage to surrounding bone and tissue, discomfort, soreness, dysfunction, loss of range of motion, and dislocations. Subsequently, patient was revised (B)(6) 2009. Additional information received in the patient's revision operative report noted patient underwent a left hip revision on (B)(6) 2009 due to recurrent dislocation. Revision operative report noted the presence of serous fluid. The modular head, taper adapter and stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.